Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was due to infection. In the revision, the tibial insert was removed and replaced from a size 3 x 10mm ultra to a 3 x 16mm ultra, and the retaining bolt was revised and replaced with a new implant of the same size.